Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The interconnect cable was replaced by the customer. The system was tested and is operating as intended.

Event description:
The customer reported that the interconnect cable of the 9600 system was broke. No pt injury was reported.